Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness. And had contact with an healthcare professional (hcp) and was treated with intravenous sugar liquid for diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not turn on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness. And had contact with an healthcare professional (hcp) and was treated with intravenous sugar liquid for diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent impairment associated with this event.